Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was awake and alert at the time of the alert. The patient condition before, during and after the procedure was not reported.

Manufacturer narrative:
The device was returned due to possible premature battery depletion. Device was received with eri and eos triggered. Visual inspection found cautery mark on the can. Telemetry printout showed that the eri date was time stamped prior to implant date. Device image and session record were reviewed, no high current or sudden drop of voltage was noted. Battery voltage was above eri throughout the implant duration. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. After all electrical tests performed, including thermal and mechanical, the device continues exhibiting normal device characteristics. Further analysis determined that the device had eri/eos flag falsely triggered is consistent with that occurring due to electrocautery exposure during the surgical procedure at explant. A warning from the user¿s manual was noted not to use electrosurgical devices in the vicinity of an implanted device to prevent damage.

Event description:
New information received indicates the patient condition was stable before, during, and after the procedure.